Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 9 months post transcatheter valve replacement procedure with a 23mm sapien xt valve implanted in the pulmonic position, the valve exhibited degeneration/deterioration. The valve was noted to be stenotic with a gradient of 38mmhg and with pulmonary valve insufficiency. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve and the gradient was 10mmhg. The patient was in stable condition and discharged to recovery.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no medical records or imagery were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien xt transcatheter heart valve (thv) is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Additionally, structural valve deterioration and device degeneration are listed as potential risks associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve degeneration/deterioration was unable to be confirmed as no medical records and imagery were provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the transcatheter heart valve (thv) was implanted in the pulmonic position for this case. The sapien xt thv with the novaflex+ delivery system (ds) was indicated for native aortic valve and surgical bioprosthetic aortic valve replacement only at the time of implantation. Therefore, it was considered an off-label operation. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 6 years 9 months post transcatheter valve replacement procedure of a 23mm sapien xt valve implanted in the pulmonic position, the valve exhibited degeneration/deterioration. The valve was noted to be stenotic with a gradient of 38mmhg and with pulmonary valve insufficiency." In this case, the valve degeneration/deteroriation was due to stenosis (patient factors); however, the cause of the valve stenosis is unknown at this time, but may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information from medical records received. The following sections of this report have been updated: b7 (other relevant history, including preexisting medical conditions) and h10 (provide narrative/data). Additional information was received via medical records revealing approximately 6 years 6 months post transcatheter valve replacement procedure of a 23 mm sapien xt valve implanted in the pulmonic position, there was significant valve pulmonic stenosis and insufficiency. This was observed on a heart computed tomography angiogram. The observation of valve pulmonic stenosis and insufficiency is an indication of valve degeneration/deterioration. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for evaluation. Review of the medical records confirmed valve degeneration/deterioration. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien xt transcatheter heart valve (thv) is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Additionally, structural valve deterioration and device degeneration are listed as potential risks associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve degeneration/deterioration resulting in a valve in valve procedure was confirmed based on the medical records provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. During the manufacturing process, the sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the pulmonic position for this case. The sapien xt thv with the novaflex+ delivery system (ds) was indicated for native aortic valve and surgical bioprosthetic aortic valve replacement only at the time of implantation. Therefore, it was considered an off-label operation. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 6 years 9 months post transcatheter valve replacement procedure of a 23mm sapien xt valve implanted in the pulmonic position, the valve exhibited degeneration/deterioration. The valve was noted to be stenotic with a gradient of 38mmhg and with pulmonary valve insufficiency". In this case, the valve degeneration was due to patient factors (stenosis). The cause of the valve stenosis is unknown at this time; however, it may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.